Event description:
The customer reported via phone call that they visited to emergency room due to hypoglycemia on (B)(6) 2022. Blood glucose was unknown. Customer was treated with glucagon. The insulin pump will not be returned.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.